Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following a glaucoma filtration deice implant procedure, the device was explanted. Trabeculotomy was performed. When the device was explanted, a piece of metal was found. It is unknown whether it is part of this product. The metal fragment could not be removed and remains in the patient's eye. At present, there are no plans for re-removal surgery. There was no patient harm. He/she requested to check if there is any blockage or problem with this product. Additional information was received that, it was confirmed from the surgeon that the occlusion material like metal was found inner lumen of device.

Manufacturer narrative:
Customer reported that "the aqueous outflow could not be confirmed from the time of implantation and explanted. Trabeculotomy was performed. When the shunt was explanted, a piece of metal was found" and the occlusion material like metal was found inner lumen of shunt (not foreign material in the eye)". No data regarding product identity was received i.e. No lot or serial number were indicated for the event therefore a complaint history review and non-conformance review could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event thus review of the reported lot device history record could not performed. Product evaluation: the sample was received at the manufacturing site and investigated as follows: the sample, shunt only, was returned in a small pouch. There was no secondary packaging, IFU (instructions for use), labels or cradle with delivery system. There was no pouch of the original packaging. The sample was transferred to manufacturing representative for physical inspection. In a visual inspection of the device, no damage or scratches were observed. Residues were observed on the shunt and the lumen was clogged. After two cycles of cleaning, the shunt lumen was clean and open. No pieces of metal was found in the washing solution or in the shunt. Root cause: product non-conformance could not be determined- for the reported event. A root cause for the customers reported event could not be determined because the returned sample showed no obvious nonconformities in according to the reported event identifying a reason for shunt clogging or the presence of piece of metal in the inner lumen of shunt. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Visual inspection of the shunt shows that no piece of metal was found in the inner lumen of the shunt and that the lumen was clean and open after cleaning. The shunt include 0.150 wire as a flow restriction unit, it is possible that the surgeon who observed the shunt thought that wire is a piece of foreign metal when in fact it is a component that is part of the shunt, however it could not be determined if this is the case. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. The manufacturer internal reference number is: (B)(4).